Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, a pinhole form ruptured in the middle part of the balloon upon first inflation at 5 atmospheres for 2 seconds. The device was removed from the patient's body without any problem and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.